Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a m4 alarm and the motor shaking when the cable is touched was confirmed. The centrimag motor (serial #: (B)(6)) was returned for analysis and underwent resistance and insulation testing. An open connection was noted in the motor cable when it was manipulated at the motor end bend relief. The motor passed insulation testing. Motor was connected to a centrimag mock loop and the reported event of the motor shaking when you touch the cable at the motor end bend relief was confirmed. A m4 alarm was active. The motor was forwarded to the service depot for analysis. The motor was evaluated and tested. The locking ring was replaced, and the motor was tested. The motor began to shake as the cable was moved near the end bend relief and a m4 alarm was active. The motor was scrapped. The root cause of the reported event was conclusively determined to be due to an open connection in the motor cable. The device history records were reviewed for the centrimag motor (serial #: (B)(6)) and was found to pass all manufacturing and qa specifications prior to being shipped to the customer. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. Incidental findings: damaged set screw and missing motor connector cap. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the hospital had a centrimag motor that shook when the power cord was touched and console had an m4 alarm. The motor was changed.